Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the vasoview hemopro 2 cable connector came off the cord. No replacement was needed as the procedure had been completed. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the cable connection jacket had detached and was received separate. The detachment was a clean break with no evidence of shearing or excessive adhesive. Based upon the visual observations, the reported complaint for "connector detached" was confirmed. Internal file number - (B)(4).